Event description:
The patient was undergoing treatment for an acute cerebral infarction in the distal m1 segment of the middle cerebral artery (mca). The patient's nihss before the procedure was 14. A merci guide catheter was inserted into the internal carotid artery (ica) but the merci retriever did not follow the guide catheter so the guide catheter was changed to a 6f shuttle. The penumbra system reperfusion catheter 041 was inserted and aspiration began. The penumbra system separator 041 could not be advanced after 20 minutes of use and aspiration. The separator 041 was moved back and forth several times. The wire in the distal tip of the catheter was found seriously deformed. The separator was moved 15mm when suddenly it moved back and forth. The blood vessel wall was perforated by the separator. The patient experienced a subarachnoid hemorrhage (sah). The micro catheter excelsior sl 10 was inserted into the reperfusion catheter 041 and six gdc coils were used to embolize the m1. The patient's nihss remained the same before and after the procedure. The physician commented that the thrombus seemed very hard and the distal end of the occlusion was not found easily.

Event description:
Follow up information about the description of the event: the physician discovered that the separator tip was deformed when he was moving the separator back and forth. The physician did not swap out the separator after noting the damage. The vessel anatomy distal of the clot was not easily visible and the physician felt he should have been more careful when navigating the separator in this region.

Manufacturer narrative:
Perforation and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.